Manufacturer narrative:
Information regarding the procedure date was not provided; therefore, no da vinci system or accessories log files or device history record are available. A search of the database for/near the estimated procedure date did not match information regarding the reported estimated procedure date. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had a bowel perforation which required surgery. Although this was repaired, a second perforation was found on a subsequent operation. The details of how these perforations occurred, if they were both present at the index operation or the second procedure occurred before, during or after the first procedure was not provided. No other intraoperative or post operative details are available. The details and events leading to the patient death was not provided. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Sections b2 and b3 were estimated based on the information provided. The actual event date and patient date of death are unknown.

Event description:
It was reported that 3 days after an uneventful da vinci-assisted perforated bowel repair, the patient required a second surgery and later expired. The surgeon reported that the patient presented to the hospital and was diagnosed with a bowel perforation. The initial da vinci procedure was performed to repair the perforation; no information regarding the origin of the perforation or the patient status at the time was provided. On post-operative day 3, the patient underwent a second procedure to resolve a second bowel perforation that had not been noted during the original procedure. The patient did not recover from the second procedure and expired about six days later. The surgeon reported that there were no da vinci product issues. No additional information was provided.

Manufacturer narrative:
Additional information received from the hospital risk management department stated, "[the information summary you provided] "is not accurate. There was no injury to a patient involving da vinci equipment." No further information was provided.

Event description:
Refer to h11 for follow-up information.